Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. As the customer's allegation could not be confirmed, the investigation was unable to determine a cause of the reported failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device lens came off. This issue was found during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.